Manufacturer narrative:
(B)(4). The device history review the product auto endo5 ml, lot #73h1600496 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 4-5 clips applied did not lock when closed. Further tissue was cleared or skeletonized then the next clips were applied successfully. There was no patient injury.